Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately totuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported.